Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found in good condition with scratched screen. Event history log review was performed and found no evidence of reported problem. During the investigation, the device was powered up and the device started double beeping. According to the investigation the pump downstream sensor caused the reported problem. Service's replaced the pump downstream sensor to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical cadd legacy pump exhibited "double beep no cassette" alarm. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.